Manufacturer narrative:
Article citation: ¿the effect of sterile acellular dermal matrix use on complication rates in implant-based immediate breast reconstructions,¿ lee, jun ho, park, youngsoo; choi, kyoung wook; chung, kyu-jin; kim, tae gon; kim, yong-ha, archives of plastic surgery, nov 2016 vol. 43, no. 6, pp. 523-528.¿ the event of seroma is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details will be requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Reported event of unknown side ¿seroma¿ in ten patients was noted in ¿the effect of sterile acellular dermal matrix use on complication rates in implant-based immediate breast reconstructions,¿ archives of plastic surgery, nov 2016 vol. 43, no. 6, pp. 523-528. The patients were implanted with the sterile acellular dermal matrix (adm) megaderm and an allergan ¿textured silicone gel implant.¿ treatment for seroma was specified as ¿ultrasonogram-guided aspiration after the removal of both drains.¿ there is no mention of the devices being removed as a part of the procedure; the devices will be considered as remaining implanted.